Event description:
It was reported that stent fracture occurred. The patient presented with coronary artery disease. The 80% stenosed target lesion was located at the mildly tortuous and moderately calcified left main (lm) artery. A 4.00 x 28mm synergy xd drug eluting stent was advanced and implanted for treatment. Following post-dilatation of a kissing balloon catheter of the lm to left anterior descending/ circumflex and proximal optimisation technique (pot) of the lm, the mid portion of the synergy stent was fractured and deformed under flouroscopy. There was no intervention done to correct the fractured stent and the procedure was completed. No patient complications were reported and the patient status was stable.